Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg for years. Surgical intervention may be pending to address this situation.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.